Event description:
It was reported that during an event where the pt was only going to be monitored, the device would not power on. The pt did not suffer any adverse results due to the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.